Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented via merlin.net transmission, non-sustained myopotential oversensing was observed on the ventricular lead causing 2-sec pauses. Patient did not receive high voltage therapy. Patient was asymptomatic. Patient presented to clinic having had bronchitis for some weeks with coughing episodes that caused him to feel like he was going to pass out. Patient took deep breaths which showed oversensing. Programming changes were made and further coughing did not result in oversensing. Vibratory notifier was reset and patient was discharged. Patient will continue to be monitored remotely and return to clinic for follow up in 6 months.